Event description:
The lay user/patient contacted lifescan alleging that he performed a control solution test where the result fell outside the specified control solution range. The patient did not have test strips for troubleshooting. The alleged control solution issue was not resolved. There were no allegations of harm or injury. The test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.